Manufacturer narrative:
Date of event was approximated with the first date of the month of the aware date as no event date was provided. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in a mildly tortuous and moderately calcified left superficial femoral artery. A 6.00mm x 2.0cm x 90cm otw peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm for 10 seconds upon second inflation. The device was removed from the patient's body and completed the procedure with another of the same device. There were no patient complications reported.